Event description:
Pain when walking - sandpaper feeling - rubbing against bladder. Painful contraction after urination. Tightness. Arousal feelings bladder infections. Blood in urine. Dyspareunia. Spasms. Scar vagina tissue between bladder and vagina, bladder inflammation. Diagnosis or reason for use: pelvic floor repair surgery.